Event description:
It was reported that the stent moved on the balloon. A synergy ii des stent was selected for a chronic total occlusion (cto) intervention. During the procedure, after pre-dilatation, a 2.5x38mm synergy stent was placed in the ostial to mid segment (om1). Following this deployment, multiple balloons (1.0mm, 2.0mm, and 3.0mm) were inflated in the proximal circumflex in preparation for stent delivery. A 6f guideliner was inserted to assist in the delivery of the 3.0x32 synergy stent. The 3.0x32 synergy stent was inserted and unable to fully advance across the lesion. When the device was pulled back by the physician, it was noted that the distal 5mm of the stent had been tripped beyond the stent balloon. A 3.0x20 emerge stent was inserted into the guide catheter to trap the stent and remove it. This was not successful. The physician pulled on the stent delivery system again and was able to remove the stent and delivery system entirely together. No further stent was attempted to be delivered.